Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient passed away while using the dexcom g6 cgm system and the insulet omnipod5. According to the reporter, on (B)(6) 2026, at 12:01 pm, a nurse working for the same facility as the reporter received a text message from the patient who was reporting persistent hypoglycemia since the previous day. The patient experienced vomiting and was requesting advice on the appropriate course of action. At 12:03 pm, a reply was sent to the patient recommending that she verify that she was not experiencing a hyperglycemic event, check the presence of possible ketones, and to switch to active mode if the hypoglycemia persisted. The nurse reported that the patient's bg level at this time was 73 mg/dl, however, it was not specified if this was a cgm or bg meter value. No further communication was reported after this. On (B)(6) 2026, the facility was informed of the death of patient. The date of death was (B)(6) 2026, at approximately 4:00 am. It was also reported that the patient was hospitalized at the time of her death. It was stated that no glucose data (neither cgm or bg meter values) was available for the patient's date of death or the preceding days. The autopsy concluded that the cause of death was hypoglycemia. It was unknown what the cgm device was displaying at the time of the event, but the patient reported three service requests between (B)(6) 2026, a complaint of sensor error (lot number 7375150), on (B)(6) 2026; a complaint of bleeding (lot number 7375150) on (B)(6) 2026; and a complaint of detachment (pod ¿ batch ph1k08092531) on (B)(6) 2026. It was also reported that the patient was a trained nurse and that she transferred from using the omnipod dash to using the omnipod 5 in a hybrid closed loop on (B)(6) 2025. The patient's brother was able to retrieve the patient's pdm5 (insulin pump controller). However, to date, it is unknown if the sensor and patch pump have been retrieved. The equipment has not yet been returned for investigation. Dexcom prestataire is following up with the reporter for further details and clarification regarding the incident, including information on insulin pump and cgm app performance data. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information was provided on 04/16/2026. The patient's cgm app data could not be accessed to investigate the alleged incident. Performance data from the insulet omnipod5, captured for this incident under insulet reference number (B)(6) , was conducted and shared with dexcom. The data provided shows that the cgm had consistently been providing values at or around low (less than 40 mg/dl) since at least (B)(6) , 2026, though these readings were interrupted by intermittent connection loss that occurred during this time. Insulet's investigation found that the pump correctly responded to receiving both low estimated glucose values as well as absent values, adjusting to automated mode: limited as needed and administering appropriate insulin doses when in both automated and manual mode. No evidence of an over-delivery of insulin was observed. The investigation also showed that the pump generated missing sensor values alerts and urgent low glucose alerts as required. Although any potential involvement of the dexcom g6 cgm system with the incident cannot be determined without access to app performance data, the available data provided by insulet indicates that the pump was performing as intended and that the estimated glucose values provided by the cgm were accurate up to and around the time of the patient's passing. The probable cause of the incident could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).